Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: received for analysis was the stent delivery system (sds). This device was initially received under complaint (B)(4). An examination of the returned device found that the stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts stretched and distorted almost across its entire length. The damage is less severe at the distal and proximal edge. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple severe kinks along the hypotube shaft and a hypotube break approximately 20mm from the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis on 26-may-2016. This device was received with MDR ID # 2134265-2016-00658 with no reported issues. However, upon review of this device, a stent detached, stent damaged and hypotube broken were noted.